Event description:
During routine inspection of the subject device by an on-site technician at the user facility, an image problem was observed. An olympus field service engineer visited the site and inspected the device and found that a receptor pin was bent, causing the image to flicker intermittently. There was no patient impact or injury due to the event, as this issue was found during maintenance. The device was returned to olympus for further evaluation and repair.

Manufacturer narrative:
The olympus service center further inspected and tested the device and found the image was flickering intermittently, but the endoscopic image was still visible. The issue was found to be caused by a faulty receptacle unit. In addition, service found that the front panel was cracked and the screws were stripped and not able to be tightened. The cable between the front panel and interface board was loose. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the buckling of the video connector socket terminal. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.